Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. It was reported that the customer experienced a blood glucose (bg) level of 522 mg/dl on the continuous glucose monitor. Reportedly, the pump and transmitter regained connection. No additional patient information was available.